Event description:
This device was explanted and replaced due to eri. The lv lead was replaced at the same time due to high pacing thresholds. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. A number of 17 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The inspection of charge counter indicated high lv pacing amplitude. The follow up history consistently revealed an elevated lv pacing threshold of temporarily up to 7.5v at 1.0 ms. The anti-bradycardia pacing required at this threshold represents a high current program, draining the battery. The ICD was implanted for 31 months; 17 charging cycles were documented in the ICD's memory. The amount of charge taken from the battery was verified. Taking the high lv pacing threshold into account, the battery condition was found to be anticipated. In summary, the ICD was fully functional. The eri battery status was anticipated.